Event description:
After breast caner I was fitted with a round ultra high profile gel implant. Following pain in the breast I was told that the implant had turned around. I just want to know if this is correct.